Event description:
A customer contacted beckman coulter inc. (Bci) stating that specimen tubes fell from the cassette while rocking at the piercing station on the unicel dxh 800 coulter cellular analysis system. Per the customer, the tubes did not break or leak; however, the customer expressed concern about potential blood exposure and/or injury as a consequence of this issue. There was no death, serious injury, or affect to patient or user associated with this event.

Manufacturer narrative:
An internal bci investigation for this issue revealed that the expandable grippers (or clips) in the cassette staying open, causing the sample tube to come out of the cassette while the cassette is mixing and/or during transport. A field service engineer (fse) was dispatched, inspected the cassettes, and instructed the customer on how to manually release the grippers if they should become stuck open again. The dxh 800 cassette is undergoing modifications to improve the ability to hold a specimen tube.